Event description:
Information was received from a healthcare professional regarding a patient having tumor bridging for tumor t10 and resection due to t10 tumor. It was reported that the lower thread of the screw has broken off and remained in the patient. While attempting to screw in the 4.5 x 45 mm screw into a very hard bone affected by osteoblastic metastasis, the screw suddenly broke without experiencing an excessively large torque during insertion. The screw placement was optimal, and the screw was already 2/3 implanted, leaving about a 1 cm long piece of the screw remaining in the vertebral body. The screw head with the remaining thread has been removed. Normally the patient should be screwed up to th9 (right), but as the screw fracture occurred in th9, the surgeon had to screw another segment (th8). There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this part is not approved for use in the united states; however, a like device catalog# 55840027545t, 510k# k152604 and UDI# (B)(4) was cleared in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review: : image 1- lateral x-ray posterior thoracic fusion levels unknown. At second level from top three appears to be a retained screw fragment. Image 2- lateral view of image 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part # 55040024545, lot # h5980328 visual and optical inspection did not reveal any defects in the screw that could contribute to the screw breaking. Optical inspection revealed the upper tip of the screw shank has broken. The damage to the screw is consistent with overload as the mechanism of failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.